Event description:
It was originally reported that the device was returned to the manufacturer with no information. The healthcare provider confirmed that since the patient fell she experienced a lack of effect and no stimulation. The patient's device malfunctioned. The lead impedance measurements were greater than 4,000 ohms. The lead had fractured. The patient's total device system was explanted. A future time will be planned to re-implant a device. The patient recovered without sequela.